Event description:
Boston scientific received information that this right ventricular lead and defibrillator displayed high out of range shock impedance data. The local heath care provider indicated that there were no stored events and no noise present on the lead. The patient was brought in for further testing and no issues were able to be reproduced. The lead will continue to be watched. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Portions of the lead were returned severed in two segments. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient died 3 years 9 months later with no additional information linking the product to the death. Portions of the product were returned for analysis.